Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that call that the insulin pump had replaced battery alert. The customer¿s blood glucose level was unknown. Customer stated that they changed battery every day and there may be issue with internal battery. The insulin pump will not be returned for analysis.